Manufacturer narrative:
G4:07jan2021. B4:12jan2021. The field service engineer (fse) replaced the power switch overlay preventively. The unit was tested and has been returned to service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 25nov2020.

Event description:
The customer reported alarm light emitting diode (led) failed occurred. The field service engineer (fse) could not confirm the reported failure. Based on the single failure occurrence by the customer, the fse advised replacement of the power switch overlay mounting the alarm (led). The unit was not in use, and there was no patient or user harm reported.